Event description:
The patient is a participant in a clinical study. It was reported the patient met with the sjm representative for programming to address ineffective stimulation on the right back and right leg. X-rays revealed the lead had moved slightly but was not that different from original position. Reprogramming was unsuccessful in attaining entire coverage of the patient's pain pattern. Surgical intervention may take place pending the results of additional programming efforts.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.